Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the bleeding occurred after the biopsy of the left upper lobe. Cardiopulmonary resuscitation was performed to the patient. The event has lead to or extend patient hospitalization. The patient was transferred and still in the intensive care unit and remained extubated. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case.

Event description:
According to the reporter, during the procedure, the bleeding occurred after the biopsy of the left upper lobe. The bleeding has led to cardiopulmonary resuscitation to the patient. The event has lead to or extend patient hospitalization. The patient was transferred and still in the intensive care unit and remained extubated. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.